Event description:
It was reported that the patient experienced a prolonged low blood glucose to 60 mg/dl confirmed by glucometer while using an ilet system with dexcom g7, treated with two 15 g carbohydrate administrations and followed by pump disconnection for charging, after which blood glucose rose to a reported high of 378 mg/dl and the caregiver administered subcutaneous insulin by pen; no device malfunction alerts beyond routine high/low notifications were reported, and no specific device component issue was identified, with the device problem characterized as insufficient information. Symptoms included hypoglycemia, hyperglycemia, headache, flushing, and diaphoresis. Outcomes included unexpected medical intervention with oral glucose and subcutaneous insulin and a delay to therapy while the pump was disconnected. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or a specific component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.